Manufacturer narrative:
Additional contact: (B)(6). Consultant, specialty pharmacovigilance and product safety. (B)(6). Consultant. The device was not returned, but current process control was reviewed. No discrepancies were found and the cause of the reported issue was unable to be confirmed.

Event description:
Information was received indicating that the patient has been having trouble with the tubing of a smiths medical cadd extension set. The extension set did not want to stay connected to the cassette or leaks. The patient had a backup device she was able to switch to and continuing the life sustaining infusion. There was no patient or clinical injury.